Manufacturer narrative:
The information provided, was incorrect with the initial report. The correct information has been provided with this report. However, we have received new information which has been updated on this report to reflect the correct information.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family/friend reported that the customer's insulin pump had damage and had delivery anomaly. The reporter was assisted with damage troubleshooting. The customer's blood glucose level was 499 mg/dl at the time of the incident. The insulin pump had scratches on the display and the front side near a button. The reporter stated that the insulin pump has been dropped occasionally. The customer can still read the screen but there was a button/bolus concern. The reporter stated that bolus are not being delivered and the customer's blood glucose level was going up to 600 mg/dl. The reporter stated that the insulin pump shows the bolus was going through but on the carelink, it did not show as delivered. The reporter stated the down arrow button was softer than the other buttons and was unresponsive. Button error/keypad anomaly was performed. The reporter also stated that the numbers continued to scroll leading to the keypad issues. Reporter also stated that the clock on the insulin pump advanced when observed for one minute. The reporter was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.